Manufacturer narrative:
The customer requested assistance in obtaining retrospective data for a patient that expired. The biomedical engineer did not allege a device malfunction or that the device contributed to the death. The customer care solution center representative verified the issue with the customer over the phone. No onsite service was requested and none was provided. The customer care solution center representative was informed that the customer needs support to reproduce the trends of the last 48 hours and requests a callback. The customer care solution center representative instructed the customer on how to print the waves and trends to resolve the issue.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. The customer did not allege a device malfunction however it was not clear if the device may have been a factor as limited information was provided initially. Retrospective data is saved at the central station for a limited amount of time and as long as the patient was not discharged from the system.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired.